Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there has been (B)(4) other event for the lot referenced. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. The locking knob of the extractor has dissociated from the device. Functional inspection: the damage to the device renders it non-functional.

Event description:
It was reported during revision of rejuvenate right hip the extractor tool broke.

Event description:
It was reported during revision of rejuvenate right hip the extractor tool broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.